Manufacturer narrative:
Complaint not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 03/22/2022, it was reported by a sales representative via sems that a ar-6480 dw pump is producing a pressure fault message. This was discovered during an unknown time, with no patient effect reported.